Event description:
A report was received that alleges that the patient showed oxygen desaturation (85%). According to reporter, after withdrawing and repositioning the product, the patient oxygen saturation improved. The product was later exchanged. No adverse effects reported.

Manufacturer narrative:
(B) (4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.